Event description:
Explantation of an epf-plus metal/pe insert due to disassembly was reported in a case in another country . It is reported that the metal insert came out of the pe liner. No additional details are available at this time.